Manufacturer narrative:
The archive from the procedure was returned to the manufacturer for evaluation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant products pn: 9735762, sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that, the site was trying to download a computed tomography (CT) exam/disc. The site was only able to download one of the exams and it was 2.5mm x 2.5mm (outside of protocol) and the site decided to move forward with the procedure. The other two exams that were on the disc had more slices but were not able to download. It kept stating "transfer failed". The manufacturing representative tried to click on the message to get details but could not. The system was shutdown for 3-minutes and tried to download again. The cd was reloaded and attempted to download the two exams again. The transfer still failed and wasnt able to click on the message. The site was able to complete the procedure without any issues. The site would like to know more about why the 2 exams did not download. There was no delay in the procedure and no impact on patient outcome.